Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the tubing at vl-62. Root cause is unknown for this event. Per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the lh 750 analyzer had a fluid leak at the valve (vl-62) corresponding with the diluter that may contain blood, diluent, clenz or control material. The customer indicated that the leak was observed on the counter top and appeared to be bloody. There was no blood exposure to mucous membranes (nose, eyes, and mouth) or open wounds and no one sought medical attention.